Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump numbers kept on scrolling without the user's input . Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 48 mg/dl and a blood glucose reading of 228 mg/dl due to customer being sick. Customer treated with food and declined low blood glucose troubleshooting. Customer also mentioned that the reservoir gasket came out. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.